Event description:
An astral device was returned to resmed (B)(4) for general service and evaluation. During evaluation, it was found that device failed the final assembly leak test. The device was not in use when the fault occurred, therefore, there was no patient involvement. MFR # 3004604967-2015-00121.